Event description:
While giving blood on a patient, rn noticed the alaris pump alarming with "communication error" and "channel disconnected". She tried to change the channel to the other side of the pump, but it still alarmed. The malfunctioning alaris pump was labeled and placed in the soiled equipment room.